Manufacturer narrative:
B5 - event description: clarification was provided on (B)(6) 2019. The leakage occurred on the catheter and the hub. Investigation/evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record found one relevant nonconformance was recorded on the reported lot, however, there is 100% inspection for this prior to lot release and all identified devices were scrapped out. It should be noted that there was one other complaint reported for the complaint lot and was reported for the same customer with the same failure mode. Due to all nonconforming product being scrapped, no devices were able to be pulled from the distribution center for further testing, and the device goes through a 100% inspection for the nonconformance, there is no evidence suggesting that nonconforming product from this lot exists in house. Based on the information provided, the examination of returned product, and the results of the investigation, a definitive root cause could not be established. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
See h10.

Manufacturer narrative:
Initial reporter occupation: unknown. Report source--other: competent authority. Country of origin: (B)(6). PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter leaked at the joint of the catheter after being placed in the patient during an unknown procedure. The catheter was replaced with another catheter from the same lot during the procedure. The next day, the catheter was found leaking again. A third catheter was placed to continue the procedure. No other adverse effects were reported for this incident.